Manufacturer narrative:
Correction: related report number moved from b5 to h10.

Manufacturer narrative:
Correction: previous supplemental report g3 aware date of april 17th, 2025 submitted in error. Date should have been april 7, 2025.

Event description:
Related manufacturer report number: 2017865-2025-39425. It was reported that the implantable cardioverter defibrillator delivered inappropriate shocks due to oversensing of noise by the right ventricular (rv) lead. The device was explanted and the lead was capped on (B)(6) 2025. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2025-39426. It was reported that the implantable cardioverter defibrillator delivered inappropriate shocks due to oversensing of noise by the right ventricular (rv) lead. The device was explanted and the lead was capped on (B)(6) 2025. The patient was stable.